Event description:
It was reported that the meshgraft ii was not fully penetrating the graft. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was returned to the MFR for repair. The device is 31 yrs old. Inspection found several worn components, including a worn cutter, which likely caused the reported issue. The device has not been serviced in 13 yrs. The IFU recommends yearly servicing. The device was repaired and returned to customer.